Event description:
Rep reported that it is unknown what caused the change in sensation. Pt states it maybe the cold laser therapy. Pt states it hasn¿t happened again. Pt states he¿s discussed with np about removing device. No date has been set up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after receiving cold laser therapy adjacent to the area of an implanted pain stimulation implantable pulse generator (ipg) in the left and right hip/buttock regions, the patient experienced electrical shocks throughout the body and shaking in the left arm. The patient described the shocking sensation as having a cycling, on-and-off effect. The stimulation was off at the time of the cold laser treatment, and the therapy was not performed directly over the implant. The patient did not have any pre-existing issues with the left arm that would explain the shaking. Recommendations regarding cold laser exposure were reviewed, and it was suggested that the patient explore symptoms further with a healthcare provider for medical assessment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after receiving cold laser therapy adjacent to the area of an implanted pain stimulation implantable pulse generator (ipg) in the left and right hip/buttock regions, the patient experienced electrical shocks throughout the body and shaking in the left arm. The patient described the shocking sensation as having a cycling, on-and-off effect. The stimulation was off at the time of the cold laser treatment, and the therapy was not performed directly over the implant. The patient did not have any pre-existing issues with the left arm that would explain the shaking. Recommendations regarding cold laser exposure were reviewed, and it was suggested that the patient explore symptoms further with a healthcare provider for medical assessment. It was reported that a patient experienced hand tingling and new pain that was unrelated to baseline. The issue was ongoing and no action was taken. Additional information was received from the manufacturer representative (rep). Rep reports the cause of the patient's pain was undetermined. Impedances were checked. It is unknown if this issue has been resolved. Rep reported that it is unknown what caused the change in sensation. Pt states it maybe the cold laser therapy. Pt states it hasn¿t happened again. Pt states he¿s discussed with np about removing device. No date has been set up. On (B)(6) 2025, the patient (pt) was contacted for additional information. Pt clarifies their symptoms as pain, tingling, as well as electricity pulses randomly down their leg, in their back area, and into their left hand for the past 6 months up until they had the device taken out approximately ¿2 weeks ago on monday¿, pt confirms october 20th 2025 sounds correct. Pt reports the cause of their symptoms was undetermined. Pt reports they met with a female manufacturer representative (rep) (name asked unknown) in their new state of residence one time ¿around may or june¿, and reports they were told by the rep to turn their stimulation off ¿about 4 months ago¿. Pt reports they still experienced these symptoms with the device turned off, but symptoms were less severe with the device off. Pt reports no other actions were taken to resolve the issue. Pt also reports they currently they still experience ¿some tingling¿, but ¿not near as much¿ as before they had the device removed with patient stating they primarily still feel it down their left leg and in their back area stating that maybe it was due to their ¿body still healing from taking it out¿. Pt reports no further actions are planned.

Manufacturer narrative:
Events consolidated, resubmitted in entirety. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.